Event description:
The manufacturer was informed on this event through the device tracking team. Per the patient implant form received, on (B)(6) 2019, a patient received a perceval pvs27. The device was reportedly implanted/explanted and replaced with a perceval pvs25. No other information is presently available. However, it was confirmed that the surgeon is not filing any complaint with the livanova device.

Event description:
The manufacturer was informed on this event through the device tracking team. Per the patient implant form received, on (B)(6) 2019, a patient received a perceval pvs27. The device is reportedly implanted/explanted and replaced with a perceval pvs25. No other information is presently available.